Event description:
It was reported that during testing at the user facility the handpiece caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device was not returned to stryker for evaluation, therefore an evaluation was not performed.

Event description:
It was reported that during testing at the user facility the handpiece caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement and no delay to a surgical procedure.